Event description:
It was reported that (1) device was used during a hernia repair. It was reported by the affiliate that it was difficult to pierce the cavity with the 355sd trocar. Excessive force has been applied which resulted in a hematoma on the skin with no hemorrhaging. Another instrument was used to complete the case.